Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited red screen during software upgrade. No adverse effects were reported.

Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported issue was able to be duplicated. It was noted that corrupted software, incomplete software and update attempt were the causes of the reported issue. Service will correctly re-install/reload required software and advice customer to follow proper instructions on steps on how to upgrade / update device. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.